Event description:
A customer reported that their AED is flashing red and prompting a replace battery now warning. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED is flashing red and prompting a replace battery now warning. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available, a follow-up MDR shall be submitted.